Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was unknown at the time of the incident. The customer was advised on how to take out air bubbles but customer stated that they have followed protocol and yet there were still air bubbles. Customer was advised to speak to trainer but customer declined further help. The reservoir will not be returned for analysis.